Event description:
Crna placing epidural. When needle was being removed over the catheter, after 2 cm, the crna felt resistance. Needle withdraw was paused and resumed. Crna felt a snap and noted that the catheter came out along with needle, leaving a portion of the catheter in pt's back, not visible above the skin.